Manufacturer narrative:
H3: the hyperglide occlusion balloon catheter and x-pedion-10 guidewire were returned for analysis. The guidewire was returned within a dispenser coil and the balloon catheter was returned without its dispenser coil. Upon visual inspection, no damages were found with the hyperglide hub. A clear liquid was found within the hub. The hyperglide balloon catheter was found kinked at ~16.0cm from the proximal end. The catheter was found stretched and damaged at the chronoprene tubing directly distal to the catheter coil. The balloon subassembly showed evidence of previous inflation. Blood was found within the balloon and within the infusion holes. No damages or irregularities were found with the catheter tip and marker band; however, blood was found within the tip. The returned x-pedion-10 guidewire was found bent at ~20.2cm and at ~2.1cm from the distal end. The guidewire tip was found broken from the guidewire and not returned for analysis. The hyperglide occlusion balloon catheter was flushed, and water did not exit the distal tip as the balloon catheter was found occluded. An in-house mandrel was inserted into the hub and became stuck at ~3.8cm. The balloon could not be test inflated due to the occlusion. The returned x-pedion-10 guidewire was then tested with a hydrated in-house balloon catheter. The guidewire became stuck at the balloon catheter hub and would not advance. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿no/slow inflation during procedure¿ was confirmed. It is likely blood back-flowed up the catheter and occluded the catheter lumen and infusion holes causing the balloon to not inflate properly. It is likely the occluded balloon caused the chronoprene tubing proximal to the balloon to ¿inflate¿, stretching the tubing. It is likely the user did not perform continuous flush (or continuous flush rate was too low) combined with the damage on the guidewire, allowed the blood to flow up the balloon catheter. The returned guidewire was found bent and the tip was found broken and cannot be used for inflation testing with an in-house balloon catheter. It is possible the guidewire became damaged during the reported shaping, or device was not hydrated prior to use or advancing the guidewire through the catheter against resistance. The balloon catheter was found bent kinked near the proximal end. Possible cause for catheter kink are guidewire or delivery system removed aggressively, catheter entrapment, user operational context if user advances or retrieves intraluminal device against resistance, or device damaged during return shipping to medtronic. This regulatory report is being submitted as part of a retrospective review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a hyperglide balloon that did not inflate correctly during a procedure to treat a patient for an unspecified aneurysm. The patient did not sustain any harm or injury during the procedure. The vessel anatomy was normal. The devices were prepared and used per the instructions for use. The procedure was completed with a new hyperglide. The reported event occurred during the procedure. The x-pedion 0.010 guidewire. The guidewire tip was advanced 1.5 cm out of the catheter tip. The guidewire tip was shaped by the user. The contrast ration was 50%. The injections rate was slow. The balloon was flushed, and the guidewire was hydrated per the IFU. The devices were not found damaged.